Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 4 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the first device could not deploy the suture, four more devices were attempted but failed to retrieve the suture as there was no suture present when the plunger was removed on all four devices. The pre-close technique was abandoned and the aaa procedure was completed. Hemostasis was achieved with a new proglide device post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.